Event description:
The customer reported that at the start of the exam, the pt positioned his head sideways on the bottom part of the neuro vascular coil. The operator then lowered the upper part of the coil. The upper part of the coil then struck the pt near the right eyebrow. The pt required stitches.

Manufacturer narrative:
(B)(4). Eval results: the related coil was investigated on site by the field service engineer. The coil is working as specified and no part of the coil was defective. No parts replaced. Conclusions: other: no malfunction of the related coil was determined. Based on the provided info and performed investigation on site this was caused by the operator who accidentally placed the top part of the coil on the pts face.